Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant, the guidewire had a knot and a small piece separated from the rest of the wire. The physician determined that intervention was no necessary and the procedure was completed. The patient was stable and would continue to be monitored.